Manufacturer narrative:
Images were sent to gore imaging services for evaluation. Per the evaluation three time-points available for evaluation; pre-implantation cta dated (B)(6) 2019, post-implantation cta dated (B)(6) 2019, and post-implantation cta dated (B)(6) 2019. Pre-implantation cta dated (B)(6) 2019, is a poor quality contrast scan with 5mm slice thickness imaging. On axial images, cannot confirm or totally rule out the possibility of a dissection on this image set due to lack of contrast on the scan. Post-implantation cta images on (B)(6) 2019, appear to show a tear just distal to the right renal artery origin at the proximal edge of the implanted device. The dissection appears to extend proximal from the implanted device into the dta to the proximal extend of the cta scan on (B)(6) 2019. Post-implantation cta of the chest on (B)(6) 2019, appears to show contrast visualized in the false lumen from a level distal to the lsa to the celiac. Contrast can be visualized in the false lumen with fenestrations periodically down the dta. The primary tear appears to be just distal to the level of the right renal artery. Probable motion artifact in the ascending thoracic aorta vs. Dissection. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that follow up images dated (B)(6) 2019, revealed a supra renal dissection that was not present before the procedure. The dissection extends up to the end of the aortic arch. The physicians are taking a wait and watch approach.